Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-jan-26.

Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of lot c2259203 of zvt7-35-120-16-100 device was not returned for evaluation. Through the investigation it was confirmed that 90% of the stent was removed with forceps in several pieces. A remaining segment of a stent edge remained in the right atria. Further attempts with additional forceps and sheaths were attempted. The patient ended up with a possible pericardial effusion and taken to the operating room for an open procedure manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: it should be noted that the instructions for use, ifu0091, which accompanies this device states the following: "determine the proper stent size after complete diagnostic evaluation¿. There is evidence to suggest that the user did not follow the instructions for use (ifu0091) as per clinical input and imaging review an undersized stent would have been the main cause of the migration. Additionally, the IFU list ¿stent migration or embolization¿ as a potential adverse event. Image review: a number of images and videos were provided to support the complaint investigation. This was reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer 1. Two fluoroscopic images, presumably from time of zilver vena stent placement demonstrate a 16 x 100 mm stent deployed on the left, extending from the distal ivc to the common iliac vein. The confluence of the internal iliac vein is not clearly seen on these images. The stent abuts the contralateral wall of the ivc extending just over 3 cm into the ivc. There is mild widening of the stent in the expected region of the crossing right common iliac artery suggesting mild compression in the is region, otherwise, the stent appears essentially completely expanded with no significant evidence of tapering or deformation. Contrast is seen opacifying both the right and left iliac veins and there is no evidence of thrombosis. The right common iliac vein measures 14mm and the left measures the diameter of the stent at 16mm. It is presumed the operator was treating a non-thrombotic iliac vein lesion (nivl) based on these images. 2. Multiple videos of the same transabdominal ultrasound demonstrate the zilver vena stent extending out of the inferior vena cava, at the confluence with the hepatic veins and headed into the right atrium. The extent of the stent in the right atrium is not well visualized on these ultrasound images. 3. Coronal reformatted CT of the chest, abdomen and pelvis demonstrate the migrated zilver vena stent oriented in a cranial/caudal direction, extending across the right atrium, essentially from the ivc at the confluence of the hepatic veins to the junction of the svc and right atrium. 4. Based on the limited fluoroscopic images submitted for review, the zilver vena stent appears undersized for the iliac vein. In addition, the degree of compression and deformation of the iliac stent due to the crossing iliac artery does not appear very severe, so the forces helping to prevent the stent from migrating do not appear significant. Lastly, almost 1/3 of the stent length was deployed above the stenosis, and was essentially free floating in the ivc. This portion of the stent had no opposing forces to help prevent migration. It is well documented that stent migration when treating nivl is more likely than when treating a thrombosed vein. Steps to mitigate migration include oversizing the stent by at least 25% and using a longer stent to help fix the stent to a longer segment of normal vessel wall, neither of which appear to have been done in this case. Root cause analysis: a definitive root cause can be attributed to use error as per clinical input an undersized stent would have been the main cause of the migration. As detailed in the image review report, the zilver vena stent appears undersized for the iliac vein. In addition, the degree of compression and deformation of the iliac stent due to the crossing iliac artery does not appear very severe, so the forces helping to prevent the stent from migrating do not appear significant. Lastly, almost 1/3 of the stent length was deployed above the stenosis and was essentially free floating in the ivc. This portion of the stent had no opposing forces to help prevent migration. It is well documented that stent migration when treating nivl is more likely than when treating a thrombosed vein. Steps to mitigate migration include oversizing the stent by at least 25% and using a longer stent to help fix the stent to a longer segment of normal vessel wall, neither of which appear to have been done in this case. Additionally, the IFU list ¿stent migration or embolization¿ as a potential adverse event. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony and images and videos shared. Corrective action/correction: product manager notified to consider re-training at the facility . Complaints of this nature will continue to be monitored for similar events.

Event description:
As initially reported to customer relations: stent was placed approx 6 months ago, a symptomatic cat scan showed that the stent had migrated, lodged in inferior vena cava. Additional info received on 12nov2025. Brief description of occurrence: a zilver vena 100mm stent was placed approx. 6 months ago, a symptomatic cat scan showed that the stent had migrated, lodged in inferior vena cava. Clarification on the brief description after further conversation with doctor on monday (B)(6) 2025: the stent was originally placed (B)(6) 2025 (a post venogram picture is attached). A duplex ultrasound on (B)(6) 2025 confirmed a good hemodynamic result. The stent looked to be in the same position through the common iliac and into the cava. A 6 month duplex follow up was performed on (B)(6) 2025 that show the stent had migrated up to the level of the hepatic vein confluence. Most of the stent was noted in the inferior vena cava with about a centimeter or two into the hepatic vein confluence. CT scan done (B)(6) 2025. Shows the stent up into the atrium. Dr. (B)(6) also clarified the patient is asymptomatic. This is different than what I heard him say over the phone on friday(B)(6) 2025. 1. Are images of the device or procedure available? Yes 2. Did the patient have preexisting conditions? (If yes, please specify) stent placed for compression. 4. Tortuous, calcified, fibrotic, other (if other, please specify) no 5. Was a stent previously placed during previous procedures? No 6. Was the device used percutaneously? Yes 7. Where on the patient was the percutaneous access site? Popliteal 8. Was the access site jugular or femoral? N/a, jugular, femoral other (if other, please specify) popliteal. 9. What disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? (If other, please specify) may thurner 10. Was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral. 11. Was pre-dilation performed ahead of placement of the stent? Not sure 12. What was the target location for the stent? Left common iliac vein 13. Details of access sheath used (name, fr size, length)? Dont know. 14. Was the device flushed through both flushing ports before the procedure, as per IFU? Na. 15. Details of the wire guide used (name, diameter, hydrophilic)? Na 16. Was resistance encountered when advancing the wire guide to the target location? No 17. Was resistance encountered when advancing the delivery system to the target location? No 19. Did the tip of the delivery system cross the target location? Yes 20. Did the user pull the handle towards the hub during deployment, per IFU? Yes 21. Did the user push the hub during deployment? No 22. Did the user remove slack in the delivery system before deployment, per IFU? Not sure 23. Was the stent deployed smoothly/without resistance? Yes 24. Was the stent fully deployed in the patient? Yes 25. Was the stent fully deployed before removing the delivery system from the patient? Yes 26. Was post dilation performed after the placement of the stent? I dont know 27. Was the delivery system damaged/kinked/twisted during deployment? No 28. What intervention (if any) was required? Attempted to remove is scheduled for today (B)(6) 2025. 29. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day scheduled for today. 30. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? (Please specify if yes) no 31. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. 32. Was the patient hospitalized or was there prolonged hospitalization? Not known yet 33. Did the patient require any additional procedures due to this occurrence? Removal scheduled for today. 34. Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. Yes. The stent migrated requiring an attempt to remove. 35. Has the complainant reported any adverse effects on the patient due to this occurrence? Has the complainant reported that the product caused or contributed to the adverse effects? No doctor confirmed again today that the patient is asymptomatic in.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.